Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure:display screen went black and did not take picture. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) dust on cpu causing to cpu to overheat (2) capture card failure.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.